Manufacturer narrative:
Unit passed displacement test, basic occlusion test and prime/a33test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose readings were low. Nothing further reported.